Event description:
Additional information noted 1 ml of juvéderm® volbella¿ with lidocaine was injected into the nasolabial fold. The physician preformed an ultrasound, MRI, and CT scan which noted "heterogenicity coincided with increased thickness of soft tissues with pseudonodular morphology." The event is ongoing.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine. The patient then experienced "delayed inflammatory nodules." Additional information noted 1 ml of juvéderm® volbella¿ with lidocaine was injected into the nasolabial fold. The physician preformed an ultrasound, MRI, and CT scan which noted "heterogenicity coincided with increased thickness of soft tissues with pseudonodular morphology." The event is ongoing.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.6.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "inflammatory nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine. Ten months later, patient presented with "delayed inflammatory nodules."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information noted the patient was injected with the product after the expiration date.